Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed to activate during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pin inside of the connector was pushed out of the housing. The display board wire jumper turned out to be the problem, found damage crimp on the white wire which does not contact the wire through the insulation. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.